Event description:
Patient presented with chest pain, found to have nstemi [non-st-elevation myocardial infarction], and underwent coronary angiography showing severe lesions in lad [left anterior descending], rca [right coronary artery] and first marginal. Patient underwent CABG [coronary artery bypass graft] x3 on [redacted]. As the provider was harvesting the vein in the left leg during open heart procedure, the plastic c-arm of the vasoview endoscopic harvesting system broke off in the patient's leg. All the pieces were contained and removed. A new kit was opened, and the rest of the procedure was completed without complication. Manufacturer response for vasoview 6 pro endoscopic vessel harvesting system, vasoview hemopro 2 endoscopic vessel harvesting system (per site reporter). Manufacturer is investigating the malfunction of this product.